Event description:
It was reported that the insulin pump over-delivered insulin. Customer was hospitalized due to low blood glucose. The blood glucose reading at the time of the event was 20 mg/dl. Customer stated that his wife called the paramedics. Customer was sweating. The paramedics gave him a manual injection to bring the blood glucose level up. Customer was taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.